Event description:
It was reported that "patient was operated on for rod replacement and subcutaneous rod extension. 7 months after the surgery patient was admitted to hospital because of her pains. After getting the x-rays, it was seen that rod and extension connector was broken. A revision surgery was performed."

Manufacturer narrative:
Method: functional inspection; results: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. Conclusion: the customer reported xia 4.5 vitallium rod fracture was confirmed via a visual evaluation, as the returned device was received, fractured into two pieces. The rod's lot # and cat # were not visible on the device and could not be obtained. A material analysis was performed on this sample and it was confirmed to have experienced a fatigue fracture. The event resulted in a revision surgery, which is in line with the referenced risk table review of the returned x-rays confirm that the patient was fixed at two upper thoracic levels and at 2 lumbar levels with no additional fixation in between. This was done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, eventually causing the fatigue breakage of connector.

Event description:
It was reported that "patient was operated on for rod replacement and subcutaneous rod extension. 7 months after the surgery patient was admitted to hospital because of her pains. After getting the x-rays, it was seen that rod and extension connector was broken. A revision surgery was performed."